Event description:
A (B)(6) male pt's son contacted zoll customer support to report that when the battery is placed on the charger/modem, the charger/modem continues to indicate "insert battery." Support reviewed the pt's flags and reported numerous battery pack fault flags. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (is not recognized by charger/modem/battery pack faults) was confirmed. Upon eval, there was corrosion on the pca board inside the battery pack. The cause of the inability to charge and the battery pack faults is the corrosion on the pca board. The cause of the corrosion is liquid contamination. The root cause of the contamination cannot be positively identified but is likely ingress. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.